Manufacturer narrative:
Corrections: adverse event and product problem. Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, " vc perforation, strut abutting duodenum wall. " cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). PMA 510(k) k032426 MDR decision tree updated from product malfunction to serious injury/life threatening based on additional documentation provided. Changed from product problem to adverse event. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/04/2017 as follows: the plaintiff allegedly received device implant via right jugular vein on (B)(6) 2006 due to pe and contraindication to anticoagulation due to gi bleeding. The plaintiff alleges vena cava perforation and device struts abutting posterior wall of duodenum after implant of device.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged the "patient had the filter implanted on (B)(6) 2006". It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.